Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0p406, implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot# va0psrb, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2018, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: va0p406, ubd: (B)(6) 2017, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: va0psrb, ubd: (B)(6) 2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of dystonia. It was reported the patient had an infection behind the ear at the lead/extension. The caller stated it was a bump under the skin about 3 inches away from the connection. The infection was not confirmed but was suspected to be cellulitis. It was reported the patient's primary care physician told her it looked like an infected pimple. The patient reported the lump under the skin, aching, swelling, pain, feeling funky, feeling hot/cold (no fever), and feeling off. The patient was given oral antibiotic cephalexin (ceflax) 500 mg capsule 3x/day for a week. No further complications were reported or anticipated.